Event description:
October 1996, a long gamma nail, left, 360mm was implanted for a left hip fracture. At the six mo check-up, fracture appeared to be healed. The pt was told to check back with the dr if any problems occurred. Two mos later, the rod broke. Revision surgery was required.

Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica kiel gmbh, indicate that the gamma nail broke due to material fatigue.